Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, the patient reported that the piston rod in her infusion device was making unusual noise during rewind. She also stated that the device would "stall" in the middle of bolus delivery and does not display any error or alert message. After stalling the device goes on to continue the rest of the bolus; this first happened 3-4 weeks ago. She stated that the issue has caused her blood glucose levels to be elevated on occasion. On (B)(6) 2013 her blood glucose level was 21 mmol/l (378 mg/dl). Her target range is 4-11 mmol/l (72-198 mg/dl). She has been able to bolus to correct the elevated blood glucose levels. She thinks the piston rod is the cause of the elevated blood glucose levels. The patient has seen air bubbles in the infusion tubing, but not in the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and insulin cartridge were discarded. The infusion device and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.